Manufacturer narrative:
This device remains implanted. As such device has not been returned for analysis, engineering review of device data confirmed that the device battery was depleting prematurely. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. A technical service (ts) consultant was asked to review device data. Ts confirmed that the device battery is depleting sooner than expected. Ts provided recommendations for device replacement in the near future. The device remains implanted. No adverse patient effects were reported.